Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 18-nov-2026, UDI#: (B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, at the end of the post-implant balloon aortic valvuloplasty (bav), a complete heart block (chb) was observed; however, it resolved upon full implant of the valve. Subsequently, temporary pacing was placed.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, at the end of the post-implant balloon aortic valvuloplasty (bav), a complete heart block (chb) was observed; however, it resolved upon full implant of the valve. Subsequently, temporary pacing was placed. Additional information was received indicating that the chb may have been induced by the pre-implant balloon aortic valvuloplasty as it is possible that the pulse was originally weakened. The delivery catheter system cannot be ruled out as a contributing factor, however. Per the physician, it is unlikely that the valve contributed to the chb. Six days following the procedure, the temporary pacing was withdrawn from the patient and a permanent pacemaker was implanted.